Manufacturer narrative:
The device was received for evaluation. Visual inspection noted a thin film of possibly silicone on the bag spike. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event occurred sometime in 2016. (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was moisture inside the connector cap of an exactamix vented high volume inlet. This was observed prior to use. There was no patient involvement. No additional information is available.